Manufacturer narrative:
The autopulse platform ((B)(6)) was returned to zoll for evaluation. The reported complaint of the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart) message, which was confirmed based on the archive data review but not during the functional testing. The reported ua45 was not reproduced during the testing because the customer cleared the error by following the zoll-provided instruction sheet. Upon further inspection, a sticky clutch was noted due to the worn-out integrated encoder. The integrated encoder was replaced, and the clutch was deburred as a preventive precautionary measure to address the ua45 and sticky clutch. The archive data indicated multiple ua45 errors, confirming the reported complaint. The autopulse platform passed the functional testing with no error or fault. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(6).

Manufacturer narrative:
The autopulse platform (sn (B)(6)) in this complaint will not be returned to zoll for evaluation. The customer cleared the user advisory 45 (not at "home" position after power-on/restart) with the instruction sheet received from zoll. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), then restart.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory 45 (not at "home" position after power-on/restart) message. The customer cleared the ua by following the instruction sheet emailed by zoll personnel. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.